Event description:
Philips received a complaint from a customer that they could not perform an x-ray during a clinical application. There was no patient harmed.

Manufacturer narrative:
(B)(4). The field service engineer (fse) trouble shot the system and found a problem with a defective power tray. He replaced the power tray and tested the system, this solved the problem.